Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of nodules, swelling, and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported approx 4 months after injection to the cheeks with juvederm voluma with lidocaine as well as concomitant injection to the lips with juvederm volbella with lidocaine pt developed "nodules and swelling" at the injection sites. Pt was treated with hylase, panafcort, and zithromax with slight improvement, however the left cheek was still "swollen" and "tender." Pt was treated with 3 add'l treatments of hylase and symptoms resolved.